Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
A revision of a triathlon total knee due to pain was scheduled and completed which led to the discovery of a fractured ps poly insert. The insert along with the baseplate was explanted and replaced with a triathlon universal baseplate, 100mm stem and a ts poly insert.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown implant baseplate was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for a crack/fracture involving a an insert. There is no allegation of failure against the trial baseplate. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A revision of a triathlon total knee due to pain was scheduled and completed which led to the discovery of a fractured ps poly insert. The insert along with the baseplate was explanted and replaced with a triathlon universal baseplate, 100mm stem and a ts poly insert.